Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit and updated conclusion code and associated manufacturer narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote monitoring system associated with this pacemaker issued a red call doctor icon, indicating that the device had detected an issue that could impact critical therapy delivery. A new communicator was issued and the alert was successfully transmitted to the patient's clinic.